Manufacturer narrative:
Follow-up #1 date of submission 09/03/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evidence of moisture was visible in the display and on the display board. Unrelated to the complaint, the display screen was blank. The battery compartment was cracked. The pump was cracked in the casing near the upper right corner of the display and the pump failed a leak test due to this. The pump cover was opened and evidence of moisture corrosion was visible on the transceiver board and on the back side of the battery canister. Additionally, the battery cap had stripped threads. A test cap was used for investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.